Event description:
It was reported that the patient experienced a loss of therapeutic effect and noticed an increase in tremors 9 months prior to the report. The reporter stated that the patient was informed by his physicians that his tremor was not going to be able to be controlled as it was progressing and the patient's implantable neurostimulator (ins) could no longer be effective. No further information was provided on the patient. Additional information received approximately a month later indicated that the patient still had concerns regarding his device or therapy but had not sought further help. It was noted that the patient had stimulation adjusted several times as his device "wasn't functioning right." The patient was frustrated as he could no longer write his name or perform any tasks he had always been able to resulting in a poor quality of life. Approximately 2 weeks later, it was further reported that the cause of the event was possible tremor disease-related progression as well as tolerance to stimulation. It was noted that it was not a device related complication. Impedances on electrode pair 5 and 7 were low but that electrode configuration was not being used. The reporter stated that the patient was last seen on (B)(6) 2012 and reprogramming had been done every 3 to 4 months on average. Multiple attempts had been made to reprogram with different group options to help improve efficacy. It was noted that the patient benefited at the hospital visits but it didn't last; sometimes only a few hours. Signs and symptoms associated with the event was less efficacy than the patient desired. Patient outcome was not provided.

Manufacturer narrative:
Product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 37642, serial # (B)(4), implanted: (B)(6) 2011, product type programmer, patient; product ID 3387s-40, lot # v040724, implanted: (B)(6) 2007, product type lead; product ID 3387-40, lot # j0222691v, implanted: (B)(6) 2002, product type lead. (B)(4).